Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records for the pump confirmed that the associated device met all requirements prior to release. The reported event was confirmed via log file analysis which revealed two rises in power consumption to parameters above the normal operating range. Additional information received indicated that power consumption returned to normal operating range after the patient received a second lysis therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the elevated power consumption events can be attributed to external factors such as thrombus formation. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that patient had increased watts up to 5 watts. There was a thrombus inside of housing. The patient was admitted to the intensive care unit, intubated and treated with 45mg of lysis therapy. After treatment, normal power consumption resumed and the thrombus had dissolved. There was no further information.